Manufacturer narrative:
Concomitant medical products: ddbc3d1, ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the superior vena cava (svc) coil of the right ventricular (rv) lead for high impedance. The svc impedance had been slowly increasing before the alert. The rv lead also had chronically high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.